Event description:
Patient reported the infusion device was dropped and then displayed an e8 power interrupt error. She changed the battery and battery cover but was unable to clear the error due to a defective check button. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 (power interrupt) error were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.